Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the tip is broken on the syringes in the sealed case. They found several in the unit.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was manufactured and packaged on nov. 15-16, 2021. The manufacturing site received one photograph for product analysis. The photo shows the top half of what appears to be a 20ml regular luer slip syringe in the sleeve. The luer tip of the syringe barrel can be observed broken off from the syringe inside the sleeve. One packaged 20ml regular tip syringe in cap and sleeve was received for evaluation. A visual inspection to the quality inspection standard was conducted. A broken-off luer tip inside the syringe sleeve was identified. Control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during molding, printing, assembly, and packaging processes, and to ensure components and finished product meet all quality inspection standards during the syringe assembly processes. The exact root cause was not able to be determined based on the available information however a quality alert will be distributed to the appropriate quality and manufacturing personnel to heighten awareness of the reported condition. This complaint will be used for tracking and trending purposes.